Event description:
Edwards received notification from our affiliate in slovenia. As reported, a patient underwent an implant of a 26mm sapien 3 valve, in the aortic position, by transfemoral approach. No abnormalities were found in the commander delivery system during the preparation. As reported, while finishing the procedure of implanting the valve, the balloon did not open completely. Team changed the inflation device, tried it again and then noticed that the commander delivery system was leaking on the proximal part, on the pusher . The delivery system was removed through the esheath and a non-edwards balloon was used to deploy the valve completely. The patient did not suffer any injury from the event as the procedure was finished successfully.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned devices were visually inspected, and the following was observed: leaking was observed when inflated at the inflation balloon port. X-ray imagery of the delivery system handle was taken, and slight ''necking'' was observed on the balloon shaft just proximal to the stop sleeve. Fine adjust locking mechanism disassembled and revealed a break in the balloon shaft proximal to the stop sleeve. When inflated through the balloon port leakage was notice at this point. Details of balloon shaft breakage shows breakage from one side of the balloon shaft and opens when held at an angle. Balloon shaft was observed to be stretched /extended shape allowing for the stop sleeve to slide proximally/distally. Based on the breakage on the balloon shaft, the complaint was confirmed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint delivery system leakage was confirmed based on evaluation of the returned complaint device and provided imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''as reported, while finishing the procedure of implanting the valve, the balloon could not open completely, there was not enough pressure. Team changed the inflation device, tried it again and then noticed that the commander delivery system was leaking on the proximal part, on the pusher''. Additionally, it was reported ''no abnormalities were found in the commander delivery system during the preparation''. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact cause of the leak is unknown. If the balloon shaft is pulled far enough past the warning marker or the fine adjust wheel is reset, it can expose the proximal stop sleeve joint to potential bending. At a bend angle of 20 degrees or more, a break in the joint may occur. Per the training manual: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Check delivery system before valve alignment. If kinked, do not use. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Per device evaluation, dimensional analysis revealed that the balloon shaft material was ''necking'' from the stop sleeve and had stretched for the stop sleeve to move. Additionally, the break in the balloon shaft from one side suggests the shaft was bent from one direction causing the damage. As such, it is possible that excessive manipulation from pulling and bending the balloon shaft resulted in the break and subsequent leakage. A definite root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.